Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valves, part number c28717, to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth: patient demographic information was not provided. Patient data was not provided. Sex: patient demographic information was not provided. Patient data was not provided. Weight: patient demographic information was not provided. Patient data was not provided. Ethnicity: patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous high sodium patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.